Manufacturer narrative:
(B)(4). Evaluation results: stent struts disturbed during loading into haemostatic valve and guide catheter. Stent damaged when advancing device through haemostatic valve and guide catheter. Evaluation conclusion: device failure related to user handling (stent struts disturbed during loading into haemostatic valve and guide catheter). Evaluation summary: review of the returned stent confirmed that two struts on the 21st distal stent segments were raised and deformed. No other damage was noted. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4)..

Event description:
An attempt was made to insert a 3.0mm diameter, 38mm length endeavor resolute rapid exchange coronary stent into the guide catheter; however, during advancement through the haemostatic valve, the stent struts became damaged. The stent did exit the tip of the guide catheter into the pt. No other clinical sequelae have been reported.